Event description:
Boston scientific crm received info from a healthcare professional (hcp) that this implantable cardioverter defibrillator (ICD) reportedly delivered anti-tachycardia pacing (atp) multiple times while the pt experienced several episodes of ventricular tachycardia (vt). The hcp stated that the pt's rhythm was initially detected in the vt zone, with a rate of 170 to 200 beats per minute, and did not appear to be torsades or of varying amplitude. The hcp discussed that a review of device memory showed six stored episodes. The atp converted the pt several times during these episodes, but the device allegedly failed to re-detect the pt's rhythm due to undersensing, leading to a cardiac arrest. Per the hcp, the pt survived these initial episodes, and was temporarily placed on life support. Life-sustaining therapy was withdrawn several days later, and the pt passed away. Of note, the pt was known to have coronary artery disease, among several other co-morbidities.

Manufacturer narrative:
The ICD was buried with the pt and therefore, will not be returned for analysis. Several attempts have been made to obtain additional info about this event; however, no additional information is available at this time. This event will be updated if any additional info is received.